Event description:
Information received indicates the head section is drifting.

Manufacturer narrative:
After replacing the head down valve the technician replaced the hydraulic power unit to repair the bed.